Event description:
End user states "he has been cathing for 4 years using multiple types of only cure catheters and has a history of 15 utis over that 4 year period. He is unable to provide any reference numbers. Consumer has never reported this issue until today. He states he had multiple doctor appointments, urine testing with ua and uc &s, and prescribed antibiotics over the years. He is unable to provide any further details." End user was advised him to follow up with his urologist.